Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use list stroke as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: additional information indicated that when the patient was presented on (B)(6) 2015, there were no signs or symptoms of hemolysis. The patient's lactate dehydrogenase (ldh) improved with the switch to persantine, and blood pressure was better controlled, dopplers in the 80s-90s. Lisinopril and titrate were increased, with other unspecified medications as needed to keep map in 70's. Echo was within normal limits. Computed tomography of chest was unremarkable. The patient is currently an outpatient and is doing well. The last ldh level at 399 u/l. The current plan of care is blood pressure control and well as persantine.

Manufacturer narrative:
(B)(4). Approximate age of device - eleven (11) months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital due to elevated lactate dehydrogenase (ldh) levels and unspecified symptoms of a transient ischemic attack that reportedly had resolved. The patient was started on persantine and the patient's ldh levels decreased. No additional information was provided.